Event description:
It was reported that the cardiomems implant procedure was aborted due to an issue with sensor deployment. The physician reported that when they attempted to deploy the sensor the blue knob on the catheter was pulled however the sensor did not release. It appeared via fluoro that the wire loops were still attached to the catheter. Attempts were made to bump the sensor off the catheter however they were not successful so the procedure was abandoned. There were no adverse consequences to the patient.